Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00345. Nthe patient reports he is experiencing overstimulation and the patient is requesting to be explanted. Surgical intervention may be pending to address this issue.